Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient has always had difficulty recharging their ins, from the beginning (very long recharges and difficulties in finding the ins.) Various tests have been carried out with multiple new rechargers and controllers throughout the life of the ins (to see if the problem came from the accessories) without improvements on the recharges. It was also reported that ¿shutdown of the generator in 2018¿ and ¿early malfunction¿ occurred, follow up is being performed to obtain clarification of what this means. It was decided to replace the ins after several years of use. The issue resolved.

Event description:
See h11. Additional information was received stating there were "alternating periods of stimulation and shutdown of operation. Malfunction with alternating periods of activity and shutdown of the generator. Major pain when quitting. Random and intermittent stimulation." The condition of the patient was resumption of pain with "evn" at 8. There was a need for a new surgical procedure for replacement. The actions taken in the healthcare establishment for the care of the patient included explantation and replacement by another ins.

Manufacturer narrative:
B5: upon further review, it was determined that the event reported in regulatory report # 3004209178-2025-03938 corresponds to this previously reported event in regulatory report # 3004209178-2025-03381. Regulatory report # 3004209178-2025-03381 for all future reports regarding this event. G2. Foreign: fr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed no significant anomaly, not in new condition. The ins passed all testing in the laboratory, and no anomalies were identified. Telemetry was restored after one physician-mode recharge. Ins was placed in a body temperature oven with a 1 cm spacer between the recharger and the ins. No charging and coupling issues were observed. The battery was charged from 2118mv to 2756mv. Total charge delivered 84mah with an estimated battery capacity of 80mah. The battery was charge to 100% in 1.4 hour. The ins passed functional testing after restoring telemetry and a full normal recharge. Good stable output was observed using the electrode pairs ins had when received. Good stable output was observed using all electrode pairs with returned ins. The ins passed the automated functional test adt (atlas device tester). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.